Event description:
It was reported that the event involved a patient, 175cm in height. While in the interventional cardiology department the (iab) intra- aortic ballon was prepped and inserted via a sheath in the patients right femoral artery. After the insertion the iab "did not work" and as a result the iab was removed and replaced. There were no reported patient complications, injury or death. It is unknown if the iabp therapy was delayed or interrupted. More information received on (B)(6) 2015, the pump used was not an arrow pump. After iab insertion the iab did not inflate and as a result the iab was removed with the sheath. A second iab was inserted into the same insertion site. The patient outcome is very good.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: returned for evaluation was a 40cc 7.5fr iab. The bladder was unwrapped and partially withdrawn into the sheath. The sheath was buckled near the hub. Blood was on the outside of the bladder. No blood was noted within the short driveline tubing. The bladder thickness was measured at various and was within specification. The iab was submerged in water and leak tested. The iab passed. No holes or leaks were detected in the bladder membrane, catheter body, or bifurcate. A lab inventory 0.025 inch spring wire guide (swg) was front loaded through the luer end of the iab. No resistance was encountered; the swg was able to advance. The swg was back loaded through the iab distal tip. No resistance was encountered; the swg was able to advance. No blood or debris exited with the swg. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was connected to an iabp (intra-aortic balloon pump) with the returned driveline tubing. The iab was inserted into the "t" tube and 75mmhg backpressure was applied. The iab was pumped for a minimum of 5 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. See other remarks section for device evaluation continuation. Other remarks: the balloon pressure waveform (bpw) was normal. A device history record review was not performed. There was no confirmed product failure with the returned sample. Conclusion: the reported complaint of the iab not inflating is not confirmed. The returned iab passed functional testing. The cause of the original complaint is undetermined.

Event description:
It was reported that the event involved a patient, (B)(6). While in the interventional cardiology department the (iab) intra- aortic balloon was prepped and inserted via a sheath in the patients right femoral artery. After the insertion the iab "did not work" and as a result the iab was removed and replaced. There were no reported patient complications, injury or death. It is unknown if the iabp therapy was delayed or interrupted. More information received on 7-6-15, the pump used was not an arrow pump. After iab insertion the iab did not inflate and as a result the iab was removed with the sheath. A second iab was inserted into the same insertion site. The patient outcome is very good.

Manufacturer narrative:
(B)(4).